Event description:
The account alleged the bed has no head down function and the head is all the way up. When the head section is manually lowered, it will rise unintentionally.

Manufacturer narrative:
Repairs have not been completed.